Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had patients order not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient's information was not crossing over. The technical support specialist (tss) contacted the customer and spoke with it; they mentioned that bd interface had already assisted them. The tss reached out to the se involved and provided feedback to the customer via case email. The issue was that carefusion coordination engine (cce) could not reach the medicate ip. After troubleshooting with a senior se, it was confirmed that the problem was related to admit discharge transfer (adt). The customer later confirmed that interfaces were back online, and queued messages were sent successfully. A follow-up with customer verified that orders were crossing, and the case was closed. The system functioned as intended when the technical support specialist investigated the issue.